Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2008, the patient underwent posterior lumbar fusion surgery from vertebrae l3-s1 wherein rhbmp-2/acs was implanted. The rhbmp-2 collagen sponge was used to fuse more than one level of the spine . The rhbmp-2 collagen sponge was placed outside a cage (i.e in the posterolateral elements). Post-op, the patient complained of increasingly severe low back pain, with associated radiculopathy in his lower extremities. Severe pain and symptoms led the patient to undergo revision surgery on (B)(6) 2015.the patient continued to experience constant lower back pain, radiculopathy, and numbness and tingling in his feet, causing difficulty when walking. These injuries prevent patient from practicing and enjoying the activities of daily life.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2008, the patient presented with following pre-op diagnosis: herniated nucleus pulposus with canal stenosis l3-4 left. Status post decompression and fusion l4 to 51; status post fusion l4 to s1; juxta fusional spinal stenosis and herniated disk l3-4. He underwent following procedures: removal of instrumentation, exploration of fusion mass l4 to s1; l3-4 hemilaminectomy facetectomy, removal of disk herniation; pedicle screw fixation and fusion l3 to s1; hardware removal and exploration of spinal fusion l4-s1; laminectomy and diskectomy l3-4; posterior spinal fusion with rhbmp-2 and mosaic l3-4; spinal instrumentation with monarch instrumentation l3 to s1. As per operative notes,¿ surgeon was able to remove disk material to thoroughly decompress the spinal canal and nerve root. Following this, doctor placed instrumentation; mosaic infused with rhbmp-2, and will dictate separately. After radiographic verification of appropriate instrumentation placement, doctor placed duramorph and infused avitene over the thecal sac.¿ no intra-operative complications were reported.